Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection revealed that there were bubbles in the solution of the device; however, no particulate matter was observed. The device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside of an intravia container. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.